Event description:
We received an allegation of questionable low results for multiple patient samples tested for sodium electrode (na), ise indirect na-k-cl for gen.2 (cl), and potassium electrode (k) on a cobas 6000 c501 module. Of the data provided, discrepant na and k results were identified for 12 patient samples. Patient 1 initial na result was 130 mmol/l. The repeat result was 142 mmol/l. The initial k result was 4.00 mmol/l. The repeat result was 4.69 mmol/l. Patient 2 initial na result was 130 mmol/l. The repeat result was 141 mmol/l. The initial k result was 3.66 mmol/l. The repeat result was 4.44 mmol/l. Patient 3 initial na result was 128 mmol/l. The repeat result was 141 mmol/l the initial k result was 3.4 mmol/l. The repeat result was 4.4 mmol/l. Patient 4 initial na result was 130 mmol/l. The repeat result was 142 mmol/l. Patient 5 initial na result was 130 mmol/l. The repeat result was 141 mmol/l. The initial k result was 4.00 mmol/l. The repeat result was 4.69 mmol/l. Patient 6 initial na result was 128 mmol/l. The repeat result was 141 mmol/l. The initial k result was 3.66 mmol/l. The repeat result was 4.14 mmol/l. Patient 7 initial na result was 134 mmol/l. The repeat result was 143 mmol/l. Patient 8 initial na result was 134 mmol/l. The repeat result was 143 mmol/l the initial k result was 4.62 mmol/l. The repeat result was 5.27 mmol/l. Patient 9 initial na result was 124 mmol/l. The repeat result was 138 mmol/l the initial k result was 3.4 mmol/l. The repeat result was 4.14 mmol/l. Patient 10 initial na result was 125 mmol/l. The repeat result was 135 mmol/l the initial k result was 3.52 mmol/l. The repeat result was 4.03 mmol/l. Patient 11 initial na result was 125 mmol/l. The repeat result was 136 mmol/l the initial k result was 3.46 mmol/l. The repeat result was 4.05 mmol/l. Patient 12 initial na result was 130 mmol/l. The repeat result was 143 mmol/l the initial results were reported outside of the laboratory where they were questioned. Repeat testing was performed on a different c501 module.

Manufacturer narrative:
The na and k electrode lot numbers with expiration dates were not provided.

Manufacturer narrative:
Qc was acceptable. There is no indication of a reagent performance issue. The field service engineer (fse) found the vacuum tubing on the rinse head had a hole in it. The fse repaired the damaged tubing. The customer replaced all the electrodes, cleaned the ise block, primed the system and performed ise checks. Calibration, qc and precision tests were all acceptable. The investigation determined the service actions resolved the issue.